Manufacturer narrative:
A3a - sex: 73.3% of study subjects were female. A2 - age: the median age of subjects at eadt diagnosis was 34 years. B3 - date of event: the event date was estimated to the earliest known ca procedure included in the study. E1- initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Blonde, p., cazzato, r. L., gantzer, j., steffen, d., de marini, p., bonnard, l., orkut, s., kurtz, j.e., and gangi, a. (2026). Determinants of morbidity and local control after cryoablation of sporadic extra-abdominal desmoid tumors. European journal of surgical oncology, 52, 111456. Https://doi.org/10.1016/j.ejso.2026.111456.

Event description:
It was reported via literature that patients experienced adverse events requiring additional intervention following cryoablation procedures. This single-center retrospective study reviewed cryoablation (ca) procedures performed to treat sporadic extra-abdominal desmoid tumors (eadt) between 2009 and 2024. The aim of the study was to identify predictors of morbidity and local progression-free survival (lpfs) in patients undergoing percutaneous ca for eadt. Ca was performed using multiple 14-17g cryoprobes (icerod, icesphere, iceforce; boston scientific, USA) connected to dedicated ca systems (icefx or visual ice; boston scientific, USA). Post-procedural follow-up included clinical and radiologic evaluation with contrast-enhanced magnetic resonance imaging (ce-MRI) at 1-3, 6, 12, 18, and 24 months, and annually thereafter. A total of 83 patients were identified, of whom 75 underwent percutaneous ca, thus accounting for the analysis of ca-related morbidity. Six patients were lost to follow-up immediately after ca and five additional patients were since they did not undergo further follow-ups after the baseline imaging. Consequently, 64 patients constituted the final study cohort for the evaluation of eadt response to ca. The following cryoablation-related adverse events were reported to have occurred in the study population following their respective procedures: gram negative sepsis requiring antibiotic therapy: 1/75 local infection requiring antibiotic therapy: 1/75 pain requiring antalgic drugs: 15/75 (neuropathic pain: 2/75) post-operative edema requiring rest, ice, and elevation: 11/75 neurological symptoms requiring antalgic drugs (paresthesia, transitory loss of strength, or sensitivity): 9/75 parietal wall necrosis requiring surgical necrosectomy and controlled wound healing: 2/75 hematoma requiring antalgics and ice: 2/75 bowel fistula requiring percutaneous drainage and ileostomy: 1/75 burns and blisters requiring local cooling and antalgics: 2/75 pleural effusion requiring a chest tube: 1/75 intestinal occlusion requiring nasogastric tube, steroidal therapy: 1/75.